Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient experienced bilateral groin pain (l>r), severe left hip pain, was not able to sit or lay down, intermittent severe pain which increased with sitting, intense left hip pain, continued left groin/upper thigh pain, blood vaginal discharge, nothing unusual on exam, post-void residual of 112 ml, right sided cramping, dysuria, left sided pain improving, urinary tract infection (+) streptococcus viridans (+) lactobacillus, left groin/upper thigh pain resolved, now with right groin pain, difficulty sitting for long periods, tender to palpation of right inferior ramus, right sciatica, urinary tract infection (+) enterococcus faecalis, bilateral hip pain with prolonged sitting, unbearable left groin pain after returning to work, and stress urinary incontinence. An in-office cystoscopy was normal.